Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that firstly, that a MDR should not have been filed as this device is not cleared for distribution in the us and zimmer biomet does not market or manufacture a similar device in the us. Secondly, it has been discovered that (B)(4) is a duplicate of (B)(4). Accordingly, no further MDR will be filed for this event.

Event description:
Found the liner cannot seat with g7 pps ltd acet shell, lead the fracture of acetabulum,and immediately underwent revision surgery.